Manufacturer narrative:
(B)(4). (B)(6). Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the component disconnection could not be determined with the provided information.

Event description:
On (B)(6) 2015, the patient underwent an intervention to treat a proximal type I endoleak with aneurysm enlargement. An aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. On (B)(6) 2016, a follow-up CT scan showed the aortic extender component had completely disconnected from the trunk-ipsilateral leg component, flipped 180 degrees to the left and is partially covering both renal arteries. However, as the images show the renal arteries remain patent, an intervention has not been performed to address the issue of the device migration. The physician has elected to monitor the patient. Reportedly, the cause of the device disconnect and migration is unknown. As the reported intervention performed on (B)(6) 2015, was previously reported under manufacturing report # 2017233-2015-00725, this report will only deal with the reported issue of the aortic extender component disconnection and migration.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent an intervention to treat a proximal type I endoleak with aneurysm enlargement. An aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. On (B)(6) 2016, a follow-up CT scan showed the aortic extender component had completely disconnected from the trunk-ipsilateral leg component, flipped 180 degrees to the left and is partially covering both renal arteries. Since it was visible that the renal arteries did remain patent, an intervention was not performed immediately and the patient was monitored. Reportedly, the cause of the device disconnect and migration is unknown. On an unknown date in (B)(6) 2017, the patient presented with left renal kidney failure which was caused by the migrated aortic extender component. The devices were explanted on an unknown date and the patient tolerated the procedure.

Event description:
On (B)(6) 2015, the patient underwent an intervention to treat a proximal type I endoleak with aneurysm enlargement. An aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. On (B)(6) 2016, a follow-up CT scan showed the aortic extender component had completely disconnected from the trunk-ipsilateral leg component, flipped 180 degrees to the left and is partially covering both renal arteries. Since it was visible that the renal arteries did remain patent, an intervention was not performed immediately and the patient was monitored. Reportedly, the cause of the device disconnect and migration is unknown. On an unknown date in (B)(6) 2017, the patient presented with left renal kidney failure which was caused by the migrated aortic extender. It was stated that the devices are going to be explanted.